Manufacturer narrative:
(B)(4). Conclusion: the service technician performed bench testing. All testing performed were done using a known good test patient circuit as well as a known good ac adapter. The ventilator passed 119 hour extended tests at customer¿s settings. The ventilator failed the ltv final test for non-conformity with calculated tidal volume average. This slight non-conformity would not result in a failure to ventilate properly.

Event description:
The customer reported that the patient was at home, and the patient or vent was having issues. The patient was transported to the hospital. At the hospital the patient passed away. The was no further details provided about this incident. The accessories being used is unknown. The equipment settings are unknown. Whether the device alarmed or not is unknown. The power source used is unknown. When asked if there are any allegations of the vent causing harm to the patient, the customer responded with "no".